Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, a broken device, with red biological tissue labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and patient's concern of the product.

Event description:
Patient reported left side "shattered and ruptured textured implant". The device remains implanted.